Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device with serial number (B)(4) was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for replace instrument. The device was tested with a generator. During functional testing on gen11 an alert screen was displayed and the device would not pass pre-run. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during a total laparoscopic hysterectomy the disposable produced a tighten assembly error followed by a replace device error while being used with both the first hand piece and generator and a second hand piece and generator. The case was completed with another disposable,no patient consequence.